Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was not performed, as the machine serial number was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility nurse reported a fresenius combi set bloodline that leaked one hour into a patient¿s hemodialysis (hd) treatment. The nurse reported the leak was confirmed as coming from a 1mm slit in the bloodline. The patient was transferred to another machine to complete treatment, and it was confirmed there was no injury, adverse event, or medical intervention. The estimated blood loss was reportedly 150ml. The clinic biomedical technician later inspected the fresenius 2008t machine used for treatment, and the biomed confirmed there were no sharp edges or damaged components visible in the blood pump area that would have caused the issue. The machine reportedly passed functional tests. The bloodlines were reported discarded and could not be returned.

Manufacturer narrative:
Additional information: upon further investigation, it was determined that the event reported on 2937457-2019-00432 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 2937457-2019-00432.